Event description:
It was reported that a new ilet user experienced an urgent low soon alert with low glucose readings in the 60¿70 mg/dl range shortly after starting the system, without a confirmatory fingerstick initially available, and questioned whether insulin dosing was preventing glucose recovery; troubleshooting and education were provided, and oral glucose treatment was used with subsequent rise to 81 mg/dl. Symptoms included hypoglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.